Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) would shut off intermittently. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue during preventive maintenance (pm) found the unit to be turning off intermittently when not in the cart. The fse troubleshot the unit, but was unable to locate any physical or obvious signs of damage. The battery to power supply cable was replaced and corrected the issue. The fse performed pm per manufacturer specifications and the unit passed all tests and calibrations. Iabp unit has been cleared for clinical use. Updated fields: b4, g4, g7, h2, h6, h10.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) would shut off intermittently. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The customer has not approved the repairs for the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) would shut off intermittently. Since the event occurred during pm, there was no patient involved and no adverse event was reported.